Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) was replaced as the patient had recurring incontinence. No patient complications were reported.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) was replaced as the patient had recurring incontinence. No patient complications were reported.